Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, a piece of the manipulator borke during use into several parts. Used another like device to complete the procedure. There was no patient consequence. The device was discarded and will not be returned.